Event description:
It was reported that during post-procedure interrogation, the right atrial (ra) lead was not capturing. Post-procedure x-ray was reviewed and revealed that the ra lead had dislodged and was in the ventricle. On (B)(6) 2026, lead revision was performed but the helix of the ra lead would not properly extend. The physician elected to explant and replace the ra lead. The patient was recovering following the procedure.